Event description:
A customer reported to beckman coulter, inc. (Bec) that access 2 immunoassay system generated erroneous ckmb results. The erroneous results were not reported out of the laboratory. Results produced from an alternate instrument were reported out. The customer stated there was no death or injury to patient requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. Qc was performing outside of the established ranges at the time of the event. The field service engineer (fse) was able to perform a passing system check within instrument specifications on (B)(4) 2011. The customer performed a system check that did not meet instrument specifications due to a qns flag. There was not enough sample in one of the system check sample cups to complete the last washed portion test replicate of the system check. The fse reviewed the system check that had failed for the customer and decided to replace the pipettor tip and aspirate probes. The fse also performed instrument alignments and verified the transducer voltage. The fse then performed a passing system check within instrument specifications. The fse continued trouble shooting the event and when the fse attempted to unload the accutni pack that had produced the erroneous results they found a mis-loaded ckmb reagent pack loaded in its place. Likewise, when the fse checked the reagent carousel location of the ckmb pack that had generated the erroneous ckmb results, an accutni reagent pack was found in mis-loaded in its place. The fse showed the customer that the reagent packs had been mis-loaded. The fse recalibrated both of the assays and performed qc within the established ranges to verify instrument hardware. Use error is the root cause for this event. The event concerning erroneous troponin (accutni) results obtained due to mis-loaded ckmb reagent pack is documented in report #2122870-2011-05074.